Event description:
Device evaluation completed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "lymphadenopathy and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade unknown.

Event description:
Patient reported right side "itching" and "swollen lymph nodes." Additionally, healthcare professional reported anxiety and capsular contracture, baker grade unknown. Patient also reported "food allergies", "night sweats", "insomnia", "immune issues", "joint pain", and "fatigue"; these are not device related. Healthcare professional also reported "depression"; this is not device related. Device has been explanted.